Manufacturer narrative:
Device evaluation: 1 unit of clso (lot number and rpn unknown) device was not returned for evaluation. The cotton-leung biliary stent evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, the cotton-leung biliary stent was subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: as per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. There is no evidence to suggest that the customer did not follow the instructions for use. The stent migration is known potential adverse event as described in the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause for stent migration could be attributed to known procedural adverse events associated with the use of cotton-leung biliary stent. As previously mentioned, stent migration is known potential adverse event as described in the instructions for use. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and/or rep testimony. According to the medical advisor¿s input for severity, s=4. Complaints of this nature will continue to be monitored for similar events. A definitive root cause could not be determined. A possible root cause for stent migration could be attributed to known procedural adverse events associated with the use of cotton-leung biliary stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 06-oct-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Three patients underwent biliary stent placements, including the 8.5 fr cotten-leung biliary stent, which was placed alongside another plastic stent (manufacturer unknown), each measuring 12 cm or longer. In all three cases, the stents migrated into the duodenum and perforated the opposite wall of the lumen. All patients were diagnosed with cholangiocarcinoma. In the two most recent cases, the migrated stents were removed, and an over-the-scope clip (otsc) was successfully used to achieve hemostasis at the perforation site. In the first incident, the patient was referred out to another facility for treatment. Date of events: (B)(6) / patient 1 - within the past 2 years (B)(6) / patient 2 - approximately a year ago (B)(6)/ patient 3 - (B)(6) 2025. The outcome of the referred patient, imaging/photos, lot numbers, dates of first two events, implant dates, and explant dates are unavailable. In the two most recent cases, the migrated stents were removed, and an over-the-scope clip (otsc) was successfully used to achieve hemostasis at the perforation site. In the first incident, the patient was referred out to another facility for treatment. Information requested and received (B)(6) 2025 what was the target location for the stent? Bile duct what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Not sure acrobat .035x450 was the wire guide lubricated prior to use? Yes was the wire guide inspected for damage prior to use? Yes was the device at the center of the complaint inspected for damage prior to use? Yes were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the type of procedure performed. Ercp was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day were any other defects observed on the device prior to return (other than the reported complaint issue)? No had a sphincterotomy been performed prior to this occurrence? Yes, what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-q190v 4.2mm working channel does your medical facility have a service/maintenance schedule associated with its endoscopes? Unsure please indicate the location in the body where the stent device was to be placed. Bile duct how did the physician determine the length of the stent to be used for the procedure? Measuring the stricture under fluoroscopy where was the stricture located in the duct? Proximal bile duct was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Yes, by the fusion titan balloon was resistance encountered when advancing the stent through the obstructed area? Yes, after placement, was stent position verified? Yes, with fluoroscopy please estimate the amount of time the stent was in place prior to this occurrence. Unsure did any section of the device detach inside the endoscope or patient? No were any modifications made to the complaint device or accessories used with the device in this procedure? No please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. None.